Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned without its introducer sheath, inside its own dispenser hoop, along with additional stent and microcatheter. Visual and microscopic inspection of the device found that the stent was returned in its deployed state. The device dimensions were within specifications. No other anomalies were noted. Functional test was not performed as the stent was deployed when returned. Information available also stated that the stent could not be advanced from the introducer sheath. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent had prematurely deployed. No consequences to the patient were reported.